Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite charging attempts with a working outlet and a different wall adapter, the pump did not begin charging, likely due to a charging connection issue. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping. In case the pump battery depleted before receiving these supplies, the customer was advised to rely on manual injections. Replacement cable and adapter was received and resolved issue for patient.